Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ to resolve the issue, the customer temporarily stopped using the pump and switched to multiple daily injections for insulin therapy, resuming the use of the pump a few days later. Technical support determined that no additional assistance was necessary and proceeded to close the case.